Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported by insulet that the pod experienced connectivity issues with the dexcom g7 sensor. The patient reported symptoms included diarrhea and exhaustion. The patient reported hospitalization on (B)(6) 2025, due to hyperglycemia (528 mg/dl) after wearing the pod on the abdomen for approximately 4-24 hours and was diagnosed with diabetic ketoacidosis. At the hospital, they were treatment with intravenous fluids and insulin therapy, and the patient was discharged on (B)(6) 2025. It was reported that the connectivity issues with the dexcom g7 sensor was believed to have contributed to the elevated blood glucose levels; however, no additional details regarding the error were available. The behavior of the dexcom g7 app was not described. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. The wearable was inserted into the skin. On 12/25/2025, it was reported by insulet that the pod experienced connectivity issues with the dexcom g7 sensor. The patient reported symptoms included diarrhea and exhaustion. The patient reported hospitalization on (B)(6) 2025, due to hyperglycemia (528 mg/dl) after wearing the pod on the abdomen for approximately 4-24 hours and was diagnosed with diabetic ketoacidosis. At the hospital, they were treatment with intravenous fluids and insulin therapy, and the patient was discharged on (B)(6) 2025. It was reported that the connectivity issues with the dexcom g7 sensor was believed to have contributed to the elevated blood glucose levels; however, no additional details regarding the error were available. The behavior of the dexcom g7 app was not described. No other details were documented. Signal loss was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.